Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the magnet fell out of latch. A field service engineer replaced latch in drawer in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure and unable to stay closed. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.